Event description:
It was reported the customer had recurring motor error alarms during basal and bolus deliveries. Customer's blood glucose was 164 mg/dl. The customer could not recall any significant events leading to the alarm. It was found the customer was able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)